Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic. It was observed that intermittent noise and over-sensing was present on the right ventricular lead. The noise was reproducible with pocket manipulation. The lead was capped (B)(6) 2020 and replaced. The patient was stable.